Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the red tag "syringe pump black screen + beeps when power/turned on". Device found red tagged by glenn. Ran through actual user interface infusion with empty syringe, ran without issues. Performed unit verification and preventive maintenance check, all tests passed. Unable to recreate issue. Return to service. There was no patient involvement.